Manufacturer narrative:
Product evaluation and treatment data analysis have been completed. Based on the evaluation of the data, the hand-piece and system performed as expected. The evaluation of the treatment tip indicated that the tip passed both flow and thermistor testing, however the tip failed both leak and visual testing. Dialectic breakdown was observed during evaluation. A review of the device history record is in progress. Additional information has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported by a treatment facility that during a thermage treatment a spark was observed on the treatment tip followed by a sharp pain experienced by the patient. The patient was undergoing a full face thermage treatment with a maximum power level of 4. The doctor indicated that the treatment tip was inspected before the treatment began, with no abnormalities found. However it is unknown if tip was inspected during treatment. An adequate amount of coupling fluid was used during the treatment. A spark was observed after 524 shots. The treatment was completed using a second treatment tip. No event codes or errors were observed at any point during the procedure.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Device evaluation confirmed damage on the tip membrane along the radio-frequency trace. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio-frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Correction to sections e1-e3.